Event description:
It was reported that the patient experienced infection with their inflatable penile prosthesis. The system was removed. A 100ml reservoir, pump, and 18cmx12mm cylinders were placed at a later date. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.